Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure,the user reported the heart lung console generated an alarm tone. The user observed error messages indicating the network interface channel circuit board may have been the issue. An alternate device was employed for the surgical procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not yet concluded.